Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -07.00 diopter , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. The reporter states that "after replacing the smaller crystal, the arch height returned to normal, and the patient had no other discomfort."